Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was not fed into the jaw and ejected. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
It was reported that the patient experienced pain at the implant site. The surgeon drained the wound site and prescribed ceftriaxona antibiotics. On (B)(6) 2010, surgery was performed to re-position the implanted device. Zinnat antibiotics was prescribed for 15 days. An edema at the implant site is healing. External equipment use has been discontinued. The patient is being monitored.

Manufacturer narrative:
(B)(4). Empty the analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. And the ejected clips were retrieved from the patient by forceps.(B)(4)